Event description:
It was reported one of the patient's leads had migrated. The issue was confirmed via x-during surgery. Surgical intervention was undertaken where the system was explanted. Investigation did not determine which lead had migrated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: unknown, serial: unknown, batch: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.